Event description:
The manufacturer received a voluntary medwatch (mw5106603) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "carcinogens used in bipap". Medical intervention was not specified. The patient additionally reported the device was noisy, and stated there were black particles in the humidifier, hose, and mask. The patient also stated the humidifier never worked correctly. The patient reported the device's humidity was either too low or so high the device ran out of water. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.